Manufacturer narrative:
In addition to foreign material in secondary water channel, service found the connecting tube and the universal cord was corrugated. The protector on the scope connector of the universal cord was broken, the light guide bundle was not working normally, the light guide lens was broken, the ccd (charge-coupled device) lens was scratched, the adhesive on the bending section cover was broken, there was a leakage due to a pinhole on the bending section cover, the adhesive around lenses was worn, and there was water mark around the secondary water inlet. There was a leakage due to deformed up/down knob, and the right/left knob. The switch button #1 and the switch button #3 was deformed. The distal end was scratched and dented. The bending angle in up direction was out of specification, and the gap on the up/down knob was out of specification, due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the angulation control knob was stiff. The reported issue occurred while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed with another device without a delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the secondary water channel. This report is being submitted for the malfunction found during device evaluation (foreign material in secondary water channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material. No deviation from the instructions for use were observed, nor was physical damage detected at the point that foreign material was detected. Therefore, a cause of the suggested phenomenon could not be further presumed. It is suggested that the user facility handle the device in accordance with the instructions for use (IFU) as always. Olympus will continue to monitor field performance for this device.